Event description:
A pt reported experiencing hypoglycemia while using a fasttake meter. Pt is 4 months pregnant in their 4th pregnancy. Pt has been experiencing frequent vomiting due to their pregnancy. In 5/2001, pt's blood glucose was 207mg/dl on ft meter. Later, while driving in their car, pt had to pull over to vomit. Paramedics were called and found pt blood glucose at 51mg/dl on unknown meter. Paramedics gave pt some food to eat. No medical treatment was administered and pt was not transferred to hosp. No further info has been provided.